Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device and transmitter were in a cycle of successful pairing, two hour warm-up, and a transmitter not found message. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the share logs was performed and a pairing cycle was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.